Event description:
The customer's mother called stating the customer was experiencing high blood glucose levels. The mother then stated that the customer was hospitalized for hyperglycemia and the blood glucose reading was 569 mg/dl. Troubleshooting was performed and found three alarms in the alarm history.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time.